Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge while the customer was sleeping. Reportedly, the customer rolled over while sleeping and the patient line was pulled out. There was no impact to the customer's blood glucose level. The customer would change all the supplies to address the event.